Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer confirmed that the cannula was the one that got bent and noticed the blood glucose was going up on the first set. Customer had high blood glucose overnight. Customer tried inserting two more infusion sets but both of them gave insulin flow blocked alarm and the cannula was bent as well. Customer was using insulin pump within 48 hours of reported high blood glucose event. Auto mode features was not active at the time of high blood glucose. The insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.